Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Pump error 43 was found on (B)(6) 2025 18:52:31.000. Line=600 file=121. Per software engineering log, pump error 43 was due to error with motor voltage regulator; isolate to motor assembly. However, while testing the unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Per visual inspection, all connectors, including motor flex connector were plugged in. However, corrosion was found on the electronic assembly pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 43 were confirmed when alarms were noted in download history review. Additionally, due to corrosion found on electronic assembly, isolate to electronic assembly. Customer allegations of crack on the back of pump were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 43 and crack from the back to the front. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the pump functionality was affected. The customer able to successfully clear alarm and complete rewind process. The pump successfully complete steps in displacement verification table. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.